Manufacturer narrative:
The reported field event of pacing and impedance anomaly was confirmed. The reported field event of noise and header anomaly could not be confirmed. Impedance, sensing, and pacing output functions of the device were tested and found to be anomalous. Electrical testing revealed low internal voltage within the hybrid due to an anomalous capacitor. The anomalous capacitor in the hybrid was found to be the cause of the field event.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported field event of pacing and impedance anomaly was confirmed. The reported field event of noise and header anomaly could not be confirmed. Impedance, sensing, and pacing output functions of the device were tested and found to be anomalous. Electrical testing revealed low internal voltage within the hybrid. An internal hybrid anomaly was found to be the cause of the reported event.

Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator was found to have exhibited signal artifact and high pacing impedance. Cleaning the device header was unable to resolve the issue. The malfunctions were alleged to be due to a device header anomaly. The device was not used another device was used to successfully complete the procedure. The patient was stable throughout.